Manufacturer narrative:
The device has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Reporter reported on behalf of ming-sheng healthcare that after the catheter was connected to a pac-1 cable, the monitor displayed the message "----" and could not function.